Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported intraoperative type ia endoleak, superior mesenteric artery occlusion, mesenteric ischemia and emergent surgical procedure are unable to be confirmed due to a lack of relevant medical records and imaging. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The final patient status was reported to be recovery after an abdominal surgery to address the mesenteric ischemia. The reported shaggy aorta is of note, this could have contributed to the reported superior mesenteric occlusion and resultant sequalae. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply corrections: d4: UDI # - updated. G1,2: contact office/name - updated. H6: result code - remove 3233. H6: conclusion code - remove 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient had an endovascular aneurysm sealing (evas) to treat an abdominal aortic aneurysm (aaa). Extensive mural thrombosis was present prior to the evas. This procedure is outside the indications of use (off- label). A bifurcated stent graft (main body) and infrarenal stent graft were implanted. An intraoperative type 1a was reported but was resolved by ballooning. The endoleak disappeared and the operation was completed. 6.5 hours post implant, the patient complained of abdominal pain. The superior mesenteric artery (sma) was occluded by thrombosis. An emergency operation was performed, and the occlusion was removed. On (B)(6) 2019, one day post implant, the patient was confirmed to have bowel necrosis and a part of bowel was removed by a surgical operation. The patient is making a recovering and being monitored.